Event description:
A kinetic concepts air bed, with a pt in it, caught fire and/or emmitted large quantities of an acid smelling -sulfuric acid smell- smoke. This caused the evacuation of many pts as the acid smelling smoke caused everyone in the area to choke and cough. It was determined about an hour later that a liquid that smelled like sulfuric acid was leaking from the transport air box. This liquid could be coming from the batteries inside the box.